Event description:
The reporter stated a cc4204a collamer aspheric single piece lens tore during loading. The lens was inserted and there was patient contact but no injury.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): evaluation:results - visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. The lens was returned in liquid. (B)(4)